Event description:
Mild increase in ascites [ascites] case description: initial information received on (B)(6) 2015: relevant tests/laboratory data, including dates (B)(6) 2015 this spontaneous case report was identified on a newsletter and concerned a (B)(6) male patient affected by hepatocellular carcinoma (hcc). Patient's medical history included cirrhosis. Concomitant medications were not reported. On (B)(6) 2015 the patient underwent radioembolization with therasphere for the treatment of his hcc. After treatment the patient was in stable condition. On the scan there was a mild increase in ascites, also known as abdominal swelling. It is reported that this could be explained by the patient cirrhosis which also causes this swelling. The result of a blood test for liver cancer (not better specified) was in the normal range, this was a good indicator that the treatment was positive. It was reported that a follow up assessment will be conducted on the patient in 2-3 months via CT or mr. The reporter did not provide any seriousness criteria or a causality assessment between the event mild increase in ascites and therasphere. The company considers the event ascites as serious (medically significant). Additional information requested by (B)(6): product owner's root cause analysis. The company investigation into the case concluded that an increase in ascites could reflect worsening liver function which could be caused by embolization of normal tissue during the procedure. However, an increase in ascites can also occur because of disease progression, lack of dietary adherence to a low sodium diet, or noncompliance with the prescribed diuretic regimen. Additional information regarding the onset date of the mild increase in ascites following the radioembolization and whether there were other signs of hepatic injury (e.g. Transaminase or bilirubin elevations) remains unknown, this information is being followed up with the treating physician. Product's owner corrective and preventative action (CAPA). No CAPA actions were identified as a result of this investigation. No additional risk to patients or users outside those expected for the device has been identified. No device failure, trend in a type of incident or unexpected risk to patient or users health, has been identified given the root cause analysis. The current, established risk:benefit profile of the device remains unchanged. Clarify if po is aware of other similar events reported for in (I) (B)(6) and (ii) worldwide. If yes, please provide the rate of occurrence in terms of the number of reported events / total units supplied for (B)(6) and worldwide, for the last 3 years (by year) -event of ascites noted during 2013; 2014 and until (B)(6) 2015, total units supplied for (B)(6) and worldwide, for the last 3 years (by year): no reports of ascites in 2013; one (1) case reported in 2014; until (B)(6) 2015; two (2) spontaneous and 6 literature reports. From (B)(6) 2015 to (B)(6) 2015; six (6) literature, one (1) spontaneous case (all within the row market). (Note: ascites is an expected ae and noted in the us pi at 8.3%). Quantity of the device supplied in (B)(6) for the past 3 years (by year). Same info as above (2013: 0; 2014: 0; 2015: 3) identifier of the affected model - dose size not provided in newsletter, newsletter says treatment date was (B)(6) but our order history shows treatment dates of (B)(6) (5 gbq) and (B)(6) (10 gbq) 2015. Three doses were shipped to (B)(6) for patient treatments in 2015. Current disposition of device - not returned, expired this is a final report. Case comment: ascites is listed according to the current instruction for use for therasphere. The reporter considered as possible cause of the ascites the underlying patient's cirrhosis. Despite the alternative cause provided by the reporter the company considers that the role of therasphere in the event experienced by the patient cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Mild increase in ascites [ascites] case description: initial information received on 16-dec-2015: this spontaneous case report was identified on a newsletter and concerned a (B)(6) male patient affected by hepatocellular carcinoma (hcc). Patient's medical history included cirrhosis. Concomitant medications were not reported. On (B)(6) 2015 the patient underwent radioembolization with therasphere for the treatment of his hcc. After treatment the patient was in stable condition. On the scan there was a mild increase in ascites, also known as abdominal swelling. It is reported that this could be explained by the patient cirrhosis which also causes this swelling. The result of a blood test for liver cancer (not better specified) was in the normal range, this was a good indicator that the treatment was positive. It was reported that a follow up assessment will be conducted on the patient in 2-3 months via CT or mr. The reporter did not provide any seriousness criteria or a causality assessment between the event mild increase in ascites and therasphere. The company considers the event ascites as serious (medically significant). Case comment: ascites is listed according to the current instruction for use for therasphere. The reporter considered as possible cause of the ascites the underlying patient's cirrhosis. Despite the alternative cause provided by the reporter the company considers that the role of therasphere in the event experienced by the patient cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.